Event description:
(B)(4). Sharp stabbing pain in my tubes area. Felt like having a baby to needles very painful. My period comes and goes now never expected. I'm a petite women and I get bloated like I'm pregnant breast tenderness. My lower abdomen hurt 18 to 20 days out of the month. I thought I was pregnant twice because of bloating and I already have 4 kids. I wanted my tubes tied but my doctor was going out of town for (B)(6) when my daughter was born and he said he would recommend the essure does the same thing. I would not done it. I would have just took pills if I knew what I know now. Now I can't get them removed because of funds so it's pain I have to live with and so my kids have to watch me go through it. I wouldn't recommend it to no one.